Event description:
The main body graft was introduced via a left sided introduction. The phyisician had planned the use of five endovascular components during the procedure, due to the long aorta. It was also planned to land the iliac leg grafts in the external iliac artery, on both the contralateral and ipsilateral side. The pateint's hypogastrric arteries had previously been naturally embolized. There was also a noted curve in the aneurysm right at the aortic bifurcation. The patient also had very large iliac arteries. The five devices were successfully deployed and no noted sign of an endoleak. However, the narrowing of the right common iliac artery, at what appeared to be a ninety degree bend, caused some potential worry about the limb kinking as a result of the severity of the bend. It was noted that the bend appeared to compress the graft. An iliac leg graft was placed within the contralateral iliac leg graft for the purpose of smoothing out the bend and adding additional radial support to the graft stents. Placement of the device promoted greater patency of the inner lumen. Procedure was concluded with good results and no endoleaks.